Manufacturer narrative:
Correction: device UDI not provided as this product is no longer manufactured. Correction: system became unresponsive was reported on initial medical device report (MDR). However, the system then shut down after becoming unresponsive three times. This was inadvertently left off the initial MDR. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. Multiple attempts were also made to collect the logs for evaluation.

Manufacturer narrative:
Medtronic technical services (ts) reported that they were unable to replicate the reported issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while verifying instruments for a procedure, the navigation system became unresponsive. Restarting the navigation system did not resolve the issue as it repeated three times. Adjusting which port the footswitch was plugged into resolved the reported issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.